Event description:
The customer reported to olympus, that there was an image problem after moving the camera socket while using the control unit. The device was returned for evaluation. During the device evaluation, it was found that the camera video jack was damaged and the contacts inside the socket were bent therefore, making it impossible to correctly connect the camera head plug. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
D1: control unit " otv-s7v-b", set, with keyboard, pc card interface w. Adapter and smartmedia, firewire interface w. Cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to a bent connector socket terminal. Olympus will continue to monitor field performance for this device.